Manufacturer narrative:
The subject device was returned to omsc for evaluation. The device evaluation confirmed that the angulation wire for the down direction broke, and the bending section could not angulate. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time because the evaluation is still in progress. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that up/down angulation control lever of the subject device did not work in the down direction during a flexible transurethral lithotomy (f-tul) procedure, and the procedure was aborted. The intended f-tul procedure for the patient was completed using a similar device (urf-p5) two days after the event. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide the subject device evaluation result. Olympus medical systems corp. (Omsc) conducted an analysis for the fraction surface of the angulation wire. Based on the analysis of the fracture surface, the wire possibly broke due to a fatigue fracture by repeated manipulating. The device evaluation also confirmed scratches on the glue for bending section rubber and melting of a part of the instrument channel outlet. The subject device has no repair history for about 4 years and 7 months since it was delivered to the user facility.